Event description:
The customer reported that there was a communication failure error message. This error is likely to result in a system lock up, no boot, or shut down situation. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and returned to service.